Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to establish communication with external devices during the ipg reposition surgery ((B)(6) 2017). (Reference MFR. Report# 1627487-2017-06237). The ipg was deemed inoperable. Additional information received identified the ipg was explanted at a later date. Explant date is unknown at this time.

Event description:
Additional information received clarified the ipg was explanted and replaced with another model during the surgery on (B)(6) 2017.

Event description:
Additional information received identified therapy was restored.